Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign thailand. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. When the device powered on with the lab pack the suction was not working and the motor made a high-pitched noise. There was fluid in the tubing. Visual inspection of the interior of the handpiece found the motor mounts were melted and warped, and there was damage to the teeth of the face gear. The pinion gear was in the correct position. It was also noted that the plunger was stuck in place inside the housing. There was no debris or damage to the o-rings. There were no signs of smoking, burning, or charring. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined for the battery or plunger issues. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the pulsavac was not working. There was no patient harm/injury reported or any delay to a procedure. Diligence is complete and no additional information is available. During product evaluation visual inspection of the interior of the battery pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.